Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated that all device specs and quality requirements were satisfied. When the investigation is complete, a final report will be submitted.

Event description:
It was reported that the "catheter hub had cracked previously and a repair kit used as a temporary measure until new cath could be inserted. On 15th, repair kit literally flew off end of catheter during dialysis for no apparent reason." Machine alarmed and alerted staff.